Manufacturer narrative:
(B)(4). No product was provided to assist in this investigation. Microscopic bond check of bonded shafts for angiographic catheters, in-process inspection verifies shaft material type/french size and tip material/french size. The lumen of the bond is also inspected for good melt, to verify there are no protruding wires, and no loose fibers present. A tensile test is performed on each order received. A 100% visual inspection is performed on the outside surface of each bond under magnification. Additionally, the IFU caution, "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal." Furthermore, the process of rf bonding tips to shafts for hnbr5.0 catheters has been validated. Complaint confirmed based on customer's statements of the event. A definitive root cause for this failure mode is presently undetermined as several factors or a combination of factors may have contributed: storage conditions, tortuous pt vasculature and/or tensile forces beyond the design strength of the tip material exerted during the procedure. Quality control inspects for good bonds between shaft and tip as well as signs of damage prior to shipment. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Risk analysis was performed by quality engineering. With the addition of this event, the risk remains acceptable and no further action is required at this time.

Event description:
During an abdominal aortic aneurysm procedure, the physician used the torcon nb advantage van schie beacon tip seeking catheter. The physician advanced the catheter over the wire and the tip fell off inside the pt. A snare was used and successfully retrieved the tip. Nothing was left in the pt. No harm to the pt. The physician used a competitors device to finish the procedure. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.